Event description:
It was reported by the patient that vns made her seizures worse. The physician indicated that the patient is non-compliant with medicines and when she skips doses, she has seizures. Patient has not been dose adjusted since 2007. The patient is currently at set to low settings. Follow up with the physician revealed that the patient has somewhat benefited from the vns therapy and the magnet seems to help the seizures. He stated that a reduced dose of zonegram may be a contributory factor to precede the onset of the event. The physician also indicated that the relationship of the event to vns therapy is unclear. He also stated that turning off or changing the device settings does not clearly help to decrease the seizures. No additional info is available.